Event description:
Device 2 of 2 . Reference MFR report #: 1627487-2018-00081. Follow up revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR report #: 1627487-2018-00081. It was reported that the patient experienced ineffective therapy following a lead replacement procedure (reference MFR. Report: 3006705815-2017-07198) . As a result, surgical intervention may be pending to address this issue.